Manufacturer narrative:
The vitrectomy probe has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the vitrectomy probe would not cut" (failure to cut). The customer reported the vitrectomy probe would not cut during surgery. The probe was switched out and the case was completed as planned. No pt injury was reported.